Event description:
It was reported that the patient presented to the emergency department (ed), with complaints of dizziness, hypotension, and bradycardia. The device exhibited a loss of output, and it was not possible to establish telemetry. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency department (ed), with complaints of dizziness, hypotension, and bradycardia. The device exhibited a loss of output, and it was not possible to establish telemetry. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4068 implantable pacing lead - (B)(6) 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.